Event description:
The balloon would not deflate.

Manufacturer narrative:
When attempting to remove the foley catheter for a routine catheter change in the home, the balloon would not deflate. The patient was taken to the hospital, the catheter was removed by a urologist and a new catheter was inserted. The intervention taken by the urologist to remove the catheter is not known. It was reported that no injury resulted and the patient returned to this home the same day. The sample was not returned for evaluation. No lot number was provided. A root cause has not been determined.